Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 590 mg/dL. The elevated BG was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer changed infusion set and cartridge and resumed insulin to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.